Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2021 - 03376.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2021 - 03376.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, it was noticed that the cannulated screws bcs 6.5/8.0 were not sterilized properly. The lengths of the screws are 105mm and 130mm and they are placed horizontally in the tray. While reprocessing, the length of the screws and the horizontal storage prevents it from attaining complete sterility as rinsing fluid cannot be drained off completely and moisture is also retained. The surgery had to be cancelled and be postponed to the next day. This event is not related to a product defect but to the storage and re-processing of screws. Attempts have been made and additional information on the reported event is unavailable.